Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error log. The fse was able to reproduce the complaint by running a dilution and a two-step assay and the unit threw an error 3061 in the middle of mixing. The issue was resolved by replacing the bad stc lane cable with a new cable. The fse verified the stc lane alignments successfully. The instrument was validated by performing a quality control (qc). The qc results passed and was within published ranges. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from (B)(6) 2020 through aware date of (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 error messages states the following: [3061] stc lane mixing failure cause: the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event is due to failure of stc lane cable. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an stc lane mixing failure error 3061 on the aia-2000 analyzer. The customer removed the dropped cup and all set home twice without error. However, upon patient sample run, the error returned. The field service engineer (fse) was dispatched and the fse contacted customer via telephone and advised customer to restart the analyzer and to perform a version up before running test samples with and without dilutions. The analytes with no dilutions did not cause the problem and the result was normal. Any analyte with a dilution errors with a mixer home not found. Another fse was dispatched for this issue. The field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), luteinizing hormone (lh ii), and cardiac troponin I (ctnl2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.